Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 593 mg/dl. The customer stated that her perceived cause of the event was two bent cannulas. The customer also stated that she last changed her infusion set a day or two before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.